Event description:
The patient reported that 2 v-go 20 devices came off on 12/13 and 12/20. The patient stated that on 12/13 the needle was sticking in and out while the v-go came loose and it hurt. The patient stated that when she pulled off the v-go that was becoming loose on 12/13, she was bleeding underneath. The patient stated that she cleaned the area with an alcohol swab and the bleeding stopped. The patient mentioned that she has been placing the v-go 20 on the side of her stomach where there is a little bit of muscle. The patient does not recall how long the v-go was worn before it started to fall off.